Event description:
The customer reported via phone call that the insulin pump alarmed button error, made a lot of noise, and had an unresponsive keypad. The customer did not know the blood glucose reading. The customer stated that he was unable to clear the alarm. He stated that he was lying on the insulin pump in his bed, but he stated that he was not pushing any buttons. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. No vibration anomaly and no error alarm. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.